Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling 5194001400 lot 0670 alleges recurrent urinary frequency/urgency, overactive bladder symptoms re-hospitalization of plaintiff. On (B)(6) 2012 - using local anesthesia, underwent placement of bilateral interstim test electrodes for management of recurrent urinary frequency/urgency; on (B)(6) 2012 - under local anesthesia and IV sedation, had an interstim electrode place in the left sacrum and a programmable generator implanted for management of overactive bladder symptoms.